Event description:
The pump was received by the biomed dept with a note attached stating, "rate set at 20cc/hr after 1 hour only 1cc infused." No pt injury reported. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, or medication involved.